Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pek620 batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported:"problem of pulling off suture needle" please clarify: how many devices had "the problem of pulling off suture needle "in this single procedure ? 2. Was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Unknown. Procedure date? Please refer to complaint description. Device return status/follow up? The sample has been sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2020-05503.

Event description:
It was reported that the patient underwent a mitral valve replacement on (B)(6) 2020 and the suture was used. It was reported that the problem of pulling off suture needle occurred during surgery. Another like suture was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional information: additional h-3 summary: three unopened samples of product were received for analysis. The complaint sample was not received for evaluation. The product code is multi-strand and required ten strands double armed (five white and five green). During visual inspection of three unopened samples, no defects were found on the packages. Samples were opened and contains ten strands double armed; the swage and attachment area of the samples were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were found. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance needle pull off was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.